Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. The suspected cause of the event was a micro-dislodgement of the lv lead. The device was reprogrammed to resolve the event and the patient was in stable condition.